Event description:
Additional information indicates that surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Next course of action is undetermined at this time.

Manufacturer narrative:
The patient's weight was updated to reflect the weight at the time of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the l2 lead was explanted and replaced to address the issue.